Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the pt programmer. The pt also experienced a loss of therapeutic effect. Add'l info was requested.